Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause is attributed to rough handling by the user. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.

Event description:
The account alleges that the thread on the tubing was broken and came off inside the cobra probe. The device was replaced and procedure was continued with no consequences to the patient.